Event description:
The patient's sister reported that the previously working remote monitor failed to power up. Troubleshooting steps revealed that the monitor with brand new batteries took several minutes to power on and the power light was flashing; then it slowly went through the startup. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
The patient's sister reported that the previously working remote monitor failed to power up. Troubleshooting steps revealed that the monitor with brand new batteries took several minutes to power on and the power light was flashing; then it slowly goes through the startup. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.